Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced artifact. It was further reported that the pause episode was likely false due to positional changes. The icm remains in use. No patient complications have been reported as a result of this event.